Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of contaminated his miniset and peritonitis with (B)(6) and (B)(6) coincident with physioneal 40 clearflex therapy. On an unreported date, the patient began treatment physioneal 40 clearflex (5 l)not reported) intraperitoneally (ip) for peritoneal dialysis (pd). In (B)(6) 2011, the patient contaminated his miniset transfer set when it fell against his clothes. On (B)(6) 2011, a few days later, the patient presented with abdominal pain and cloudy bags and diagnosed with peritonitis. The outcomes of the events were not reported. Physioneal therapy was ongoing. The reporter did not provide an assessment of causality. This is one of several reports received from the same reporter.